Event description:
The patient had a cypher placed in the left main coronary artery (lm) at an unknown date. A restenosis of this cypher was detected after the patient was diagnosed with silent ischemia during a bicycle test. The target lesions of the second procedure were the left main coronary artery (lmca), and the proximal circumflex artery (prox cfx). The lesion was irregular, concentric, with no side branch, moderate tortuosity, moderate calcification and an angulation between 45 and 90 degrees. The vessel diameter was 3 mm and the lesion length was 24 mm. The lesion was predilated with a 20 mm x 3 mm balloon at a maximum pressure of 14 atm. A cypher was deployed at 18 atm. Approximately a year later, the patient returned with a restenosis of the stented segment. A pci was done 4 days later on the lmca and the prox cfx.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02077. Additional information will be submitted within 30 days of receipt.